Event description:
It was reported that a malfunction alarm occurred on a pump. There was no reported impact to the customer¿s blood glucose level. The call was disconnected, and technical support planned to follow up with the customer to address the issue. Cts attempted to follow up with caller after disconnect but caller did not have voicemail setup.